Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Choking [choking]; hairs of the brush which had gotten stuck between her teeth and her molars [foreign body]; gasping [dyspnoea]; restless night (with strange dreams about toothbrushes) [poor quality sleep]; (restless night) with strange dreams about toothbrushes [abnormal dreams]; turning brush turned out to have broken off the handle [device breakage]. Case description: a daughter reported that her mother of unspecified age was brushing her teeth with an oral-b rechargeable toothbrush, version unknown on (B)(6) 2016, when suddenly something started jumping around in her mouth. When the jumping object stopped jumping, her mother spit it out in the sink and much to her surprise, the turning brush turned out to have broken off the oral-b power oral care refill precision clean. As a result, the daughter explained that her mother had a somewhat restless night, with strange dreams about toothbrushes. On (B)(6) 2016, her mother brushed with a new brush head and the daughter described that her mother's tongue felt something that felt like a porcupine. She choked and gasped, and was able to remove the "porcupine" which was all the way in the back of her mouth, approximately near the end of her tongue where the palate goes from hard to soft; the daughter explained that it turned out that it was the hairs of the brush head that had gotten stuck between her mother's teeth and her molars. The case outcome was improved. Other relevant history: medical history - cavity. No further information was provided.